Event description:
This case was reported by a consumer and described the occurrence of oropharyngeal swelling in a female patient who received corega (super poligrip) cream for denture adhesion. A physician or other health care professional has no verified this report. On an unknown date, the patient started corega (dental). At an unknown time after starting corega, the patient experienced oropharyngeal swelling, sores in upper roof of mouth and pain during eating. This case was assessed as medically serious by facility. Treatment with corega was discontinued. At the time of reporting, the outcome of the events was unknown. Super poligrip denture adhesive cream is manufactured in another country, and neither the product nor lot number for this product is available.